Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "our (B)(4) distributor reported us that a cardiac surgeon of the hospital commented to their agent that 20 patients submitted to neurosurgery procedures with bg application and 3 patients with tissel application had developed infections." This report represents the twentieth of 20 patients.

Manufacturer narrative:
Note correction: the initial complaint information cited 20 patients who experienced adverse events. Additional clarifying information received stated that the number of patients affected were in fact 16, not 20. Patients 1-16 are addressed in separate/individual medwatch submissions.

Event description:
According to the report, "our (B)(4) distributor reported us that a cardiac surgeon of the hospital commented to their agent that 20 patients submitted to neurosurgery procedures with bg application and 3 patients with tissel application had developed infections." This report represents the twentieth of 20 patients.